Event description:
Biosense webster inc. Became aware of a perforation upon receipt of a copy medwatch from the FDA (B)(4) received at bwi on 6/7/2012. The adverse event reported was that during an atrial flutter ablation procedure, a steam pop was heard; and the patient's blood pressure and heart rate dropped, indicating right atrial perforation. This event led to a tamponade and effusion. CPR was administered and pericardiocentesis was performed immediately by the cardiologist. The patient was transferred and discharged a couple of days later with no further complications.

Manufacturer narrative:
(B)(4).